Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and to return it using a pre-paid label. A replacement pump was arranged by technical support, and the shipping address was confirmed. The customer acknowledged understanding of the instructions and will continue to use the current pump in the interim.